Manufacturer narrative:
The field service engineer (fse) checked the instrument and found that the cause of the event was consistent with a maintenance issue. The fse performed preventive maintenance. He replaced sample and reagent syringe seals, the photometric heatcut filter, and the rinse head nozzle tips. The fse also replaced the vacuum pump diaphragms and the vacuum pump filter. He then flushed out a valve. Precision studies were performed and they were within specifications. The service actions done by the fse resolved the issue.

Event description:
We received an allegation of questionable hba1c result for 1 patient sample tested on cobas c513 analyzer and of which did not match the patient's clinical picture. On (B)(6) 2023 the customer ran the patient sample and received an hba1c result of 9.2%. The patient's medication was changed from metformin to glipizide. On (B)(6) 2023 the customer collected a new sample from the patient and ran it and the hba1c result was 5.4%. The physician then contacted the laboratory stating that the initial result of 9.2% did not match the clinical picture of the patient and it was suspected to be an erroneous high result. The collected patient's sample on (B)(6) 2023 was no longer available and was never repeated. The a1c reagent lot number was 62958001 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The investigation is ongoing.